Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device would not heat. The biomed checked the resistance of the heating elements and it was observed that all the elements were open.